Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13273, related manufacturer reference number: 2017865-2020-13274. It was reported that the patient presented to the clinic for a follow up. The physician performed an echo-cardiogram which showed vegetation on the right ventricular lead. The physician explanted the patient's pacemaker and both leads. The patient was stable throughout.